Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product found signs of repeated use (nicked or gouged) and is fractured. All pieces were returned. Reported event did not occur in an operating room or as part of a medical procedure; therefore, medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to a failure to follow instructions. According to the instructions for use (IFU 87-6203-991-23, instrument/provisional use, care and sterilization) it states in the "warnings¿ section to ¿do not subject instruments to high loads and/or impact as breakage can occur". This complaint has been confirmed by review of the returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fell on the floor and fractured into three pieces after surgery was successfully completed. There is no additional information available.